Manufacturer narrative:
Please note correction to section d9/h3 the device was discarded by the customer. The reported event could be confirmed by the provided images. A device inspection was not possible since the affected device was not returned but with the image of broken k-wire we can confirm the event. Threaded portion of the k-wire is found broken with multiple turning marks all over the periphery of the k-wire. The broken part is left inside the patient and no images / radiograph are available for it. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, it was stated in the event details that the patient had multiple sclerotic regions of bone and these dense regions were causing deflections. It could not be excluded that the aforementioned fact has played a role in the breakage. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "an event take place yesterday, it was in the agreement of the consultant themselves that the situation was unavoidable and it was a clinical situation for the patient. We had a k wire break but it was due to a pathological nature within the femur bone. The person had multiple sclerotic regions of bone and these dense regions were causing deflections and it was completely unavoidable. However, there was a break of a k-wire. It was a gamma antegrade nailing with a long nail and it was the k wire itself that was broken during the insertion or in preparation for the lag screw. And the basis for it was the clinical presentation of multiple sclerotic bone which was causing deflections and challenges in getting the correct trajectory for the tip apex distance. Further details: the procedure was completed successfully through the use of further k wires. Consultant opted to leave broken fragment of k wire in situ and progressed normally. Only adverse event is a retained fragment of k wire in the neck of the femur. Tip apex distance of lag screw was acceptable given the circumstance but not ideal as per consultant feedback it was unavoidable."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "an event take place yesterday, it was in the agreement of the consultant themselves that the situation was unavoidable and it was a clinical situation for the patient. We had a k wire break but it was due to a pathological nature within the femur bone. The person had multiple sclerotic regions of bone and these dense regions were causing deflections and it was completely unavoidable. However, there was a break of a k-wire. It was a gamma antegrade nailing with a long nail and it was the k wire itself that was broken during the insertion or in preparation for the lag screw. And the basis for it was the clinical presentation of multiple sclerotic bone which was causing deflections and challenges in getting the correct trajectory for the tip apex distance. Further details: the procedure was completed successfully through the use of further k wires. Consultant opted to leave broken fragment of k wire in situ and progressed normally. Only adverse event is a retained fragment of k wire in the neck of the femur. Tip apex distance of lag screw was acceptable given the circumstance but not ideal as per consultant feedback it was unavoidable."